Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver there was a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.